Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
The complaint states that "sensor failure" was reported. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On 09/30/2024, it was reported that the pediatric patient was sleeping and overnight experienced a sensor error for more than 3 hours which eventually gave a sensor failure message. The pump was able to provide insulin to the patient but his reading was still high showing in his g6 app and the bg reading was 400 mg/dl (approximately). There were no symptoms reported. The sensor failed during this time. They called his endocrinologist and they were advised to go to the hospital. They drove and brought the patient to the hospital around 10:00 am and at the emergency room, they treated the patient with IV insulin and fluids. The patient was discharged at around 2:00pm and the bg reading was around 100 mg/dl and he was feeling better. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.